Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however distal conductor distorted, lead stretched, damaged at implant, and blood noted on helix mechanism. The analyst noted that the lead was received with helix fully retracted and distal conductor distorted within the connector. The distal conductor has been over-retracted in the connector; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix would not retract. No patient complications are reported as a result of this event.